Event description:
A user facility patient care technician (pct) reported via email that while decannulating the patient, the patient moved without a safety device fully engaged and the needle stick incurred. Date of occurrence is unknown. No further information provided.